Event description:
It was reported that this device could not be interrogated. There was a message on the programmer that the device was incompatible. Technical services found this is due to the programmer having newer software than the device. Technical services advised to use a programmer with older software. There were no adverse patient effects. The device remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the local representative was able to successfully interrogate the device using a model 3200 programmer. The device remains implanted. There were no adverse patient effects. It was reported that this device could not be interrogated. There was a message on the programmer that the device was incompatible. Technical services found this is due to the programmer having newer software than the device. Technical services advised to use a programmer with older software. There were no adverse patient effects. The device remains implanted.